Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, and without the device to analyze, the reported entrapment of device associated with the inability to remove the clip from the anterior leaflet post-capturing is due to procedural circumstances (clip interacting with patient pathology/ morphology). The cause of the reported difficult to open or close (clip jumping), and the reported unintended movement (clip open ¿ efaa), could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening while establishing final arm angle, clip jumping, the clip being caught on the leaflet, requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with prolapsed posterior leaflet. The mitraclip was advanced to the mitral valve. The clip opened to about 60-70 degrees while performing establishing final arm angle (efaa). It was noted that the clip jumped when the arm positioner was just starting to move in the open direction from neutral knob position. When attempting to invert the clip and retract the clip to the left atrium, the clip got stuck on the anterior leaflet and was not able to be freed. It was decided to deploy the clip. The clip was stable on both leaflets. Another clip was implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects.